Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. Field service engineer verified and discovered that the meds was jammed. While customer attempted recovery, the specialist utilized a flathead tool to extract the pocket as it attempted to open in order to address the problem. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed during operation. The customer reported that users were unable to remove lorazepam meds that was stored in the failure drawer. The emergency room pharmacist retrieved the medication from the main pharmacy, resulting in a delay of 20 to 45 minutes in the dispensing process. There were no adverse events or injuries reported based on this event.